Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated he has a torque that wont turn to the right. He said it will go every other direction but the right.